Manufacturer narrative:
Device available for investigation: yes. Device returned to manufacturer on: 01/07/2019. Device returned to manufacturer: yes. Device evaluation: the explanted intraocular lens was returned to the manufacturing site for investigation. The product was received in a jar with liquid. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Date of event: best estimated date is from (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to glare and refractive error. The lens was replaced with a monofocal lens, a model zct225 +21.0 diopter. The patient was reportedly doing well post op. No further information was provided.